Event description:
It was reported there is no surgery currently scheduled for the patient.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that patient had an accident at work by crushing finger, which caused significant bent of adjacent pad baker. Further it was also reported that one 10 mm screw had a fracture at its neck. The head of the screw was removed. After surgery implant was stable and finger was not bent.

Manufacturer narrative:
Patient¿s weight is unknown. Additional device product codes: mqn, dzl. Device broke during insertion; device not considered implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Patient code 3191 is used to capture non optimal fixation of the plated implanted and a 10 minute surgical delay. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the head of the cortex screw broke inside the patient's bone during the screwing step, on a p1d2 fracture on (B)(6) 2018. Surgery was not successfully completed as non- optimal fixation of the plated implanted. There was surgical delay of ten (10) minutes. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part number: 400.810s, synthes lot number: l292781, release to warehouse date: 08.feb.2017, expiry date: 01.jan.2027. Manufacturing site: grenchen. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.